Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump intermittently shutdown during the night possibly due to rapid battery depletion. Low battery alerts/alarm were confirmed on two events and rapid depletion was confirmed on one occasion. Customer's blood glucose (bg) was over 500 mg/dl and ketones were present. Customer administered manual injections to address bg. Upon follow up, customer reported that the non-tandem usb cable was replaced with another non-tandem usb cable and after charging, the battery depletion was minimal.